Event description:
It is reported that the patient was revised due to dislocation.

Manufacturer narrative:
Evaluation summary: product compatibility was confirmed from the item numbers provided. Primary operative notes were provided which state that the acetabular component was placed at approximately 40 degrees of abduction and 15 to 20 degrees of anteversion. Impinging anterior inferior osteophytes were removed and all trial and final reductions revealed an excellent range of motion and stability. Revision operative notes were provided which reveal that the patient was at the gym doing squat exercises and hyperflexed his hip, leading to the first dislocation. Two other dislocations were experienced since then. The surgeon reportedly had a long discussion with the patient about strict adherence to hip precautions. From the information provided, the cause of the dislocations appears to be the patient's failure to follow hip precautions. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Zimmer, inc. Considers the investigation closed.